Event description:
The advocate called for help with the customer's contour meter. She performed control tests during the call and rec'd a result of 242 mg/dl. The normal control range was 109-151 mg/dl. No adverse events were alleged. The test strips are to be returned for eval. Replacement test strips and were sent to the customer.